Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted that all the seal plugs and setscrews were missing and that the device header had been cut with a bone saw and the back third of the header was missing just behind the tip terminal blocks. The device header was subjected to pin gauge testing and confirmed that all dimensions were within specifications. The pacemaker passed testing that verified the performance of pacing and sensing. The field observations of intermittent sensing and pacing inhibition were most likely the result of the ra lead insulation damage which was repaired and that lead remains in service. The connection issue is consistent with silicone to silicone adhesion.

Event description:
Boston scientific received information that this pacemaker was replaced due to normal battery depletion along with clinical observations of increased thresholds, intermittent sensing and pacing inhibition on the associated right atrial (ra) lead. Insulation damage was observed on the ra lead and the lead was repaired and remains in service. During the revision procedure the right ventricular (rv) lead would not release from the pacemaker header. A bone cutter was used to cut off the back of the device header. The patient was pacemaker dependence and experienced asystole of greater than two seconds. The rv lead was successfully pushed out of the header and remains in service. No adverse patient effects were reported as a result of the asystole.